Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 25 mg/ml morphine at 12 mg/day. The reason for use was not reported. It was reported that on several refills, the nurse was aspirating more volume out of the reservoir than was interrogated. The rep was not sure of actual amounts. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a catheter dye study done on (B)(6) 2019. ¿the radiologist aspirated about 15 ml¿s of a very yellowish fluid. No clear fluid was aspirated. The radiologist felt he was in the side access port.¿ the radiologist did not feel comfortable pushing contrast into the system, so no dye study was completed. Interventions/actions that were taken to resolve the issue included the aspirated fluid was being sent to the lab. The patient will be referred to the neurosurgeon for a catheter revision. No surgical intervention had occurred and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Evaluation of implantable pump serial # (B)(4) and catheters product ID: 8709sc, lot/serial# (B)(4), and product ID: 8578, lot/serial# (B)(4) revealed no significant anomalies. The returned devices passed all functional testing in the lab. The evaluation code method and code-result codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-jan-16. It was reported that the cause of the volume discrepancies and dates/volumes were unknown. Actions/interventions taken to resolve the issue consisted of a catheter dye study on (B)(6) 2019. The volume discrepancy issue was not resolved. It was reported that the radiologist was unsure where the yellowish fluid was coming from and the doctor was not sure what lab values were showing. The patient had been referred to a doctor for a catheter revision and a date had not been scheduled. It was unknown if the yellowish fluid issue was resolved. The information was confirmed with the physician. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n321992010, implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, lot# hg1gxrm01, implanted: (B)(6) 2017, product type: catheter. Product ID: 8709sc, lot# n321992010, implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, lot# hg1gxrm01, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-may-23. The doctor did a catheter revision in the pump pocket. He cut off about 5.5 cm of the catheter, as well as removing the sutureless connector. He aspirated about 0.5cc of fluid (the pump was filled with pfs), then he injected several cc's of pfs. After this, he was able to aspirate the catheter freely. The new pump was filled with infumorph 5.0 mg/ml and started at simple continuous 0.24 mg/day. The rep was in possession of the pump and the piece of catheter to return to the manufacturer. There were no further complications reported/anticipated.